Manufacturer narrative:
The insulin pump had a missing keypad overlay and dome switches. Unable to perform the displacement test due to physical damage. The device had damage on the display window cover and a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer fell onto insulin pump causing display screen to crack and keypad to peel. Customer's blood glucose was 10 mmol/l. Insulin pump would need to be replaced.